Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was showing comm loss for 2 bedside monitors (bsms). Additionally, both bsms were displaying a "data sent error" message. Nihon kohden technical support (nk ts) advised the customer to turn off both bsms and unplug the ethernet cord on both ends, the wall and ethernet port, but the issue persisted. No patient harm or injury was reported. Investigation summary: nk ts support recommended the customer check the cable connections of the bedside monitors and the cns, and to do a restart of the cns. Follow-up attemps to the customer were not answered. Based on the available information, a definitive root cause could not be identified. However, since both the "data send" and "comm loss" error messages were received, it is likely that the issue was caused by an issue on the network. Data send error message is an error message indicating that the data cannot be transferred from the bedside to the cns. Per the cns operator's manual, possible causes of the data send error are unsecure network cable connection, incorrect network setting, and network cable damage.

Event description:
The customer reported that the central nurse's station (cns) was showing comm loss for 2 bedside monitors (bsms).

Manufacturer narrative:
The customer reported that their central nurse's station (cns) was showing communication loss for 2 bedsides monitors. The customer also reported that both of these bedsides were displaying "data sent error." Nk ts advised the customer to turn off both bedsides and unplug the ethernet cord on both ends, the wall and ethernet port, but the issue persisted. No harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: 2 bsm's were in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: no serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) was showing communication loss for 2 bedsides monitors.